Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was suicide by intentional insulin over dose with the pump. The caller stated that the customer was found after being unaccounted for 24 hours. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The pump history revealed that the customer administered 2 boluses for a total of 105 units and set their basal rate to 35 units per hour. It is unknown if the customer was using sensors. No further information was provided due to privacy laws. It is unknown if the caller agreed to return the insulin pump for analysis.